Manufacturer narrative:
(B)(4).

Event description:
An article published titled "vault-correlated efficacy and safety of implantable collamer lens v4c implantation for myopia in patients with shallow anterior chamber deph"; indicated that a study was conducted of 163 eyes of 94 patients for at least 24 months to evaluate efficacy and safety outcomes after implantation of the visian implantable collamer lens (v4c) in myopia patients with shallow anterior chamber depth. The article indicates that high iop of 9 eyes and anterior capsular opacity of 5 eyes were observed. The 9 eyes with elevated intraocular pressure were less then 30 mmhg; all of them could be controlled by iop lowering eyedrops.